Manufacturer narrative:
The pump was received with intermittent button response and button error alarm due to corroded keypad traces. The device had cracked battery tube threads, broken belt clip slot at battery tube threads area, cracked reservoir tube lip, cracked display window corner and scratched lcd window. (B)(4).

Event description:
The customer's mother reported via phone call of issues with cracks on the customer's insulin pump. The customer's blood glucose level at the time was 62mg/dl. The customer was advised that the pump would be replaced and returned for analysis.